Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source showed error e103 (output error). The issue occurred during a non-specified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection and customer allegation was confirmed. During evaluation the event "lamp failure " was found. Based on the investigation results, it is likely that the ignition error e103 occurred due to faulty lamp .however, a definitive root cause root cause could not be determined. The event can be detected and prevented by following the instructions for use which state: [warning] never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.